Manufacturer narrative:
A manufacture lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on the device history record (DHR) and supporting quality documents can be performed.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She experienced abdominal pain and a vaginal irritation. She sought medical assistance and medication was prescribed.